Event description:
Boston scientific received information that this left ventricular (lv) lead will be explanted because of fracture. There were no adverse patient effects reported. A request for the status of the lead has been sent.

Manufacturer narrative:
As of this date the lead remians implanted. This report will be updated should if additional information become available.

Event description:
Additional information was received from a competitve change out that this lead was explanted and not being compatible with the replacement device. There were no adverse patient effects.

Manufacturer narrative:
It is unknown if the lead will be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.